Manufacturer narrative:
Coloplast has not been provided any corroborating evidence to verify the information contained in this report. This MDR has been created to document the asr / product code otp / exemption # e2014015. Total number of events summarized: 1. Exair: 1 - attachment: [otp asr april-may 2018.pdf].

Event description:
As reported to coloplast though not verified, patient's legal representative stated severe pain with daily activities and intercourse, mesh erosion, and plaintiff underwent two surgical procedures on (B)(6) 2014 and (B)(6) 2016 to remove portions of the mesh.

Manufacturer narrative:
Coloplast has not been provided any corroborating evidence to verify the information contained in this report.

Event description:
As reported to coloplast, though not verified, the patient experienced severe pain with daily activities and intercourse, and mesh erosion. The patient underwent two surgical procedures on (B)(6) 2014 and (B)(6) 2016 to remove portions of the mesh. Additional information received further reported that the procedure on (B)(6) 2014 was a revision of the vaginal graft with an acell graft patch, completed under general laryngeal mask airway (lma) anesthesia, for 1 cm vaginal graft exposure in the midline. The procedure on (B)(6) 2016 was revision of the vaginal graft with an acell graft patch and cystoscopy, performed for 1-centimeter vaginal graft exposure in the midline. Pathology: small fragment of mesh material 1.7 x 0.7 x 0.1 cm.